Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-06980.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2022 and suture was used for sternal closure. The needle was detached from the wire easily during use. It was not a control release needle. There were no adverse consequences to the patient. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2022. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that two dispensed needle-suture pieces of product code m649g were received for evaluation. The product code is multistrand and each packet contains four strands single-armed. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected. The suture ends were cut possibly caused by a surgical instrument. Functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and one suture piece of product code m649g were received for evaluation. Visual inspection of the detached needle, the swage, and the attachment area was noted to be as expected. The barrel hole of the detached needle was examined under 20x magnification, and no suture remnant was noted. The suture piece was examined, and correct insertion marks were observed; however, the force used to detach the needle from the suture could not be determined. The functional test could not be performed due to the condition of the sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and one suture piece of product code m649g were received for evaluation. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole. During the visual inspection of the suture, marks on the surface due to use were found and the insertion end was not observed due to the needle was cut from the strand. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to needle was received detached from suture. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via 2210968-2022-06980.